Event description:
Patient transported on zoll transport vent. Vent functioning properly during set-up and transport to MRI unit. Upon arrival to MRI, the vent started alarming, screen went blank, and began making a grinding sound upon inspiration.